Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with a fingerstick blood glucose of approximately 50 mg/dl following a recent high glucose and a meal announcement made immediately before eating; the user started the ilet three days prior and used novolog insulin. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with carbohydrates and no medical intervention or assistance. Investigation included complaint assessment, user interview, and troubleshooting and education regarding device use and adaptation period. Investigation of this case revealed no device alerts or alarms, no recent setting changes, and an event consistent with potential overcorrection during the early adaptation period. It was concluded that the event was user-reported hypoglycemia with cause unclear and no evidence of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.